Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a white spots in its field of view. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object attached to the plastic distal end cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the image had white dots due to damage on the charged coupled device unit. In addition to the foreign object found attached to the plastic distal end cover, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesive on the bending section cover had a white clouded area; and the universal cord was scratched. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. It was unanswered if there was any delay in the start of the precleaning and unknown if there were any abnormalities in the accessories used for reprocessing. It is also unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. However, they presoaked the endoscope in detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.